Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2022, it was reported that the patient suddenly woke up from sleeping and felt weak and nauseated. The patient crawled to the bathroom and vomited and then crawled his way back to his bedroom. The patient¿s father found the patient almost passed out on his bedroom floor and helped the patient to bed. There, he tested the patient's bg meter reading, which was 53 mg/dl. The specific cgm value could not be recalled but it was reported to be either ¿average or high¿. The patient was also wearing a tandem insulin pump which integrates with the dexcom and doses insulin based on the patient¿s cgm values. The patient¿s parents treated the patient with 2 bottles of grape juice and called the patient¿s endocrinologist for guidance. The parents were advised to continue monitoring the patient¿s bg level with a bg meter and gradually giving him more grape juice. It took approximately 4 hours for the grape juice to ¿kick in¿ and for the patient to become stable. The patient recovered at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.